Manufacturer narrative:
(B)(4). Eval results and conclusions: pt vessel morphology. Use of force to advance the stent. Stent deformation and failure to deliver device.

Event description:
The physician was attempting to deploy a 2.25 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt located in the diagonal artery. The lesion was reported to exhibit 60% stenosis following pre-dilation. It was reported that the physician encountered resistance and force was used when attempting to deliver the stent across the target lesion. When the device was removed from the pt, the stent was noted to be damaged. No pt injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).